Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire into the lead but when the guidewire was attempted for re-insertion, it would not come out from the tip of the lead. Attempts to flush the lead were unsuccessful, the lead was no longer used and replaced. The patient was in stable condition post surgery.